Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4 - primary UDI number: expiry date is unknown (B)(6).

Event description:
An event involving a transpac IV 15' cable was reported in which abp readings were normal at 00:48 (111/61) with no observed issues. At 00:49, the arterial blood pressure (abp) reading suddenly increased without clinical correlation or identifiable external cause. The registered nurse (rn) noted an upward baseline drift in the abp while waveform amplitude and increments remained normal, and the abp values were inconsistent with non-invasive blood pressure (nibp) readings (nibp 93/53 vs. Abp 173/137). Troubleshooting was performed, including attempts to zero the arterial line, which were unsuccessful due to an error message. The transducer was replaced, but the issue persisted. At 00:58, replacement of the transducer cable connected to the x3 resolved the issue, indicating the cable was the likely cause. There was patient involvement with no patient harm/adverse event reported.